Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, occlusion), (unknown cause of event); evaluation, conclusion: known inherent risk of a procedure (endoleak, occlusion), (unknown cause of event).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a saccular 64 mm in diameter and 62 mm in length thoracic aneurysm or a penetrating ulcer in zone 2. The proximal neck was 37 mm in diameter and 29 mm in length. A conduit was used because ax-ax bypass/ lsa emboli / eia are narrow. It was reported that six days post implant, the patient had a CT upon discharge and a type I endoleak was noted. Coil embolization was done six days later resolving the endoleak. The physician is sure that the leak was a type ia endoleak, however, it also seemed like a type iii endoleak. No additional clinical sequelae were reported and the patient is fine. The physician commented that he was disappointed because he expected that only single bypass would be enough to complete tevar at the distal aortic arch; however, the type ia endoleak occurred.

Manufacturer narrative:
Review of angiogram images during implant revealed that the approximate flow lumen diameter (per the calibrated catheter) at the level of the lcca was 31mm. Approximately 2cm distal, at the level of the lsa, the thoracic diameter was 35mm. 2cm distal to the lsa the thoracic dilated out to 38mm, and 4mm distal to the lsa measured 32mm. The first device was implanted with the fabric approximately 2cm distal to the lsa; the bare springs were seen deployed within the outside curvature of the dilated portion of the thoracic arch and extended distally across the arch. The second device was deployed approximately 3cm proximal to the first device just distal to the lcca. The device was ballooned and the patent lsa was coiled. No obvious endoleak or any other stent graft issues were observed. The approximate proximal stent graft od measured 32mm and the distal od was 27mm. Excerpts from a 3.5 hour video during an angiogram coiling intervention were reviewed. At the start of the procedure it was noted that additional coiling had been done since the initial implant. In addition to the lsa which was coiled at implant, coils had been placed around the perimeter and along the inner curvature near the level of the 1st covered stent (proximal device) and the lsa. Angiogram injection from the proximal end of the proximal device noted contrast outside the stent graft along the inner curvature of the device near the location of the bare springs of the distal device. The type of endoleak could not be confirmed; this may be a type iii fabric. Contrast injection, with the injector near the inner curvature location, showed contrast outside the stent graft, and additional coils were placed at this inner curvature location. Again a possible type iii endoleak was observed and additional coils were placed in the same location. Near the end of the procedure a snare was seen within the stent graft; the snare may have been trying to retrieve one or more coils, but nothing was snared and it was unclear why this attempt to remove the coils was performed. The snare was again observed 10 minutes later. It is possible that some of the coils were within the ID of the stent graft. Final image showed the snare removed and the video ended. The cause of the reported proximal type I endoleak and type iii fabric endoleak could not be determined from the films provided. It is possible that the placement of the numerous coils, during earlier and most recent interventions, may have contributed to the type iii fabric endoleak. The possible relationship between the proximal bare spring of the distal device interfering with the proximal device could not be confirmed.

Event description:
Additional information was received for this case. It was reported that coil embolization was performed for the treatment of the type ia endoleak approximately nine months ago. Another coil embolization for the type ia endoleak was done one month ago. During the recent intervention while coiling at the lesser curvature of the proximal end, the coil was confirmed to be projecting into true lumen from outside of the stent graft, which might be a type iii endoleak, fabric. The coil was unable to be removed, though it was attempted to. It was also reported that the bare spring of the distal stent graft valiant 34x34x100 interfered with the proximal stent graft valiant 42x42x100, and resulted in the type iii endoleak, fabric of the valiant 34x34x100. The patient is reported to be in stable condition. The physician will monitor the patient.